Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: 2 units with free-flowing particles inside the syringe fluid path were observed.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: two samples were provided to our quality team for investigation. Upon inspection, no particles or other contamination was identified within any of the products or product packaging. A device history review was performed for reported lot 2410047, no deviations or non-conformances were identified during the manufacturing process. Manufacturing for this product is performed in a cleanroom environment maintained under positive pressure to minimize the risk of foreign matter. The assembly station utilizes a de-ionizer to remove any polypropylene particles inside the barrel, and equipment is protected to prevent particle generation during component movement. Machines routinely undergo proper maintenance and cleaning. Final products are sampled and subjected to visual and functional inspections throughout the manufacturing sub-processes in accordance with established procedures, and no issues related to this incident were found. Based on our investigation, sample analysis, and device history review, we did not observe any manufacturing issue with the product or lot reported. Complaints related to this device and condition will continue to be monitored by our quality team for any emerging trends.

Event description:
Event details: 2 units with free-flowing particles inside the syringe fluid path were observed. The customer has informed that the particle was identified prior to use on patient, upon the visual inspection performed as part of material release.